Manufacturer narrative:
The pump was received with completely broken off reservoir tube lip. The pump was tested with a test p-cap and p-cap does not lock in place. The displacement test was unable to be done due to damaged reservoir tube. There were minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment is damaged and the reservoir will not stay in place. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.